Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device had a cuff deflation issue. They were unable to pull out the tube due to significant resistance while both external cuffs were completely deflated. It was revealed that the proximal cuff still filled with saline and wedged against the cord thereby preventing safe extubation. They performed a puncture of the cuff with surgical micro-scissors under direct laryngoscopy. After successful proximal tracheal cuff perforation, they discovered that the distal tracheal cuff was also failed to deflate and was punctured in a similar fashion. After the tube was safely removed, the patient was re-intubated using other brand of endotracheal tube.